Event description:
It was reported by the customer that it was very difficult to pull up vaccine without losing some of the vaccine. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This is 2 of 2 mdrs for this customer. Two reorder numbers were impacted.